Manufacturer narrative:
(B)(4). Gender is unknown as it was not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). During the initial startup of the machine, the fss observed the touchscreen was slow to take the inputs especially on the IV pole control area of the screen. The fss calibrated the touchscreen and it seemed to help with the responsiveness with the IV pole control. As a proactive measure, the touchscreen was replaced due to the calibration performed may not hold and possible a short term solution. The replacement touchscreen was calibrated. The remote control was re-paired. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn. The corneal burn reported required suture to close the wound. The surgery center indicated having the corneal burn after having issues with the phacoemulsification unit. The center reported having an issue with touch screen function not responding as it should therefore not recognizing the IV pole control height function. The surgery center indicated the problem was the function of raising and lowering the IV pole with the touch screen buttons. The surgery center attempted to calibrate the touchscreen several times but was unsuccessful.